Event description:
It was reported the patient received inappropriate therapy as a result of inappropriate sensing relating to r-wave amplitude variations. It was determined the patient¿s lead had dislodged. The lead was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
This supplemental report is to correct the initial MDR where the manufacturer's narrative indicated the device was not returned for analysis. In fact, and as reported, the device was returned and analyzed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.